Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis and also had an open heart surgery in (B)(6) 2015. Customer's blood glucose was 760 mg/dl. Customer was wearing the insulin pump at time of hospitalization. Customer also reported that the insulin pump alarmed an unexpected restart alarm and all her settings were gone. Customer mentioned she wanted to start wearing the insulin pump again, she wasn't wearing the device because she was hospitalized. Customer's blood glucose at time of incident was 405 mg/dl. Customer treated her high blood glucose with the scale that the hospital gave her. During troubleshooting, found battery out alarm. Customer reported the device was stored and not in use for an extended period of time. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.